Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the customer noted the procedure was laser assisted cataract surgery with laser. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The customer noted they did have to give the patient extra dilating drops and wait for her to dilate large enough to do the case. In the operating room (or) the pupil came down during hydro dissection. The surgeon proceeded with the case but there was still some gas behind the lens. The surgeon tried to spin the lens but was unable to so. The surgeon attempted to try some more hydro dissecting. The surgeon said the lens was then free and she felt like the gas must have escaped when she removed the phaco from the eye. The case continued routinely until the end of I &a when she noted an anterior capsule tear at 11 o¿clock. The capsule was free with no tags noted at the beginning of the case. This patient had a long eye (myopia) and the surgeon stated she did note a bit of trampolining effect. There was no vitreous loss. The surgeon was able to implant the intraocular lens (iol) in the sulcus and finish the case without further incident. The surgeon feels that laser capsule edges are not as strong as manual capsulorhexis and that a manual capsulorhexis would not have torn. The surgeon noted quite a bit of trampolining and instability in her chambers with the system. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon¿s hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system.¿ product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 26, 2015. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported chamber instability in a patient and the patient experienced a radial posterior chamber tear during a laser assisted cataract procedure. The surgeon stated he noticed the tear after doing the irrigation / aspiration portion of the surgery. There was no vitreous loss and the intraocular lens was inserted into the sulcus without further incident.